Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medtronic employee regarding a patient receiving therapy via an implantable infusion system. It was reported that on an unknown date the pump stopped working.